Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support with resetting the pump, which resolved the issue, and was instructed to continue using the pump and to report any recurrence of the malfunction.